Manufacturer narrative:
The field service engineer replaced the rinse tubing assembly, the degasser, and the degasser tank. He cleaned the solenoid valve and performed a full decontamination module. He replaced the photometer lamp, reaction cells, and the pcb (printed circuit board). He confirmed cell blank measurements were within limits and verified the performance with quality controls. The investigaiton determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. The initial result was 147 mmol/l, and the repeat result was 137 mmol/l.